Event description:
Complainant alleged that the physician was attempting to defibrillate a patient (age and gender unknown), using a set of internal handles with the device, but when the doctor depressed the discharge buttons on the internal handles, the device displayed a "poor pad contact" message. The physician then obtained a second set of internal handles and successfully defibrillated the patient. The complainant indicate that there was no adverse effect on the patient as a result of the reported malfunction.